Event description:
It was reported that during a da vinci s hysterectomy procedure, the scope was fogging up and the procedure had to be converted to open surgical techniques. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The endoscope was returned and evaluated. The scope was received with mechanical damage to the distal window assembly hermetic seal, resulting in fluid invasion and subsequent minor damage to the optical components. The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.